Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shock as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. Then, there was undersensing that caused a delay to shock therapy delivery, with the shock converting the vf to asystole and the patient presenting bradycardia as a result. Then another episode occurred where three shocks were delivered as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. There was undersensing in this episode that caused a delay to shock therapy delivery, with ta fourth shock converting the patients rhythm. Technical services (ts) was consulted and discussed stored data as well as programmed settings. X-ray imaging was performed and the device vectors were reprogrammed. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Corrected fields: model number (d4) in section d, suspect medical device. Catalog number (d4) in section d, suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shock as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. Then, there was undersensing that caused a delay to shock therapy delivery, with the shock converting the vf to asystole and the patient presenting bradycardia as a result. Then another episode occurred where three shocks were delivered as inappropriate therapy due to t-wave oversensing, with the patient entering into ventricular fibrillation (vf) due to the third shock. There was undersensing in this episode that caused a delay to shock therapy delivery, with ta fourth shock converting the patients rhythm. Technical services (ts) was consulted and discussed stored data as well as programmed settings. X-ray imaging was performed and the device vectors were reprogrammed. This electrode remains in service. No additional adverse patient effects were reported.